Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient had a fast sinus rhythm, which conducted to the ventricles, and anti-tachycardia pacing (atp) therapy and 6 shocks were delivered. A save to disk was sent to technical services (ts) for review, and it was discussed that this device was programmed to 3 zones. The first zone was monitor only (mo). Ts discussed that when a mo zone is programmed, and an episode starts in that zone, no therapy will be delivered. Instead, the device goes immediately into redetection after initial detection. Detection enhancements were not available when the device was in redetection. If during redetection, the rhythm accelerates to a higher zone (where therapy is programmed and detection enhancements are programmed), therapy will be delivered regardless of which detection enhancements are programmed as the device is still in detection. The mo zone was intended as a diagnostic tool. Once arrhythmias are known, it should be turned off to avoid inappropriate therapy. The therapy may have been clinically inappropriate, but the device worked as programmed. There were no adverse patient effects reported.